Manufacturer narrative:
Based on the information provided, the cause of the intra-procedure complication cannot be determined. The reload used during this event was not returned for a failure analysis investigation. Intuitive surgical, inc. (Isi) received the curved tip stapler 30 instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed, but did not replicate, the reported event. The instrument was found to have a firing failure based on log review. The root cause was not determinable. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues. A review of the device logs for the curved-tip stapler 30 instrument (part# 470530 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the stapler was not used in subsequent procedures. This instrument was last used on (B)(6) 2021 via system serial# (B)(4). There were 38 uses remaining after this last usage. The system logs for this procedure were reviewed and no relevant errors were observed. The stapler logs for the stapler instrument used during this event were reviewed by a senior failure analysis engineer and the following information was provided: "logs show that pn 470530-08, lot t10190228-0073 was installed once with a white reload. Instrument had one incomplete clamp at 86% completion, then the ¿quick release¿ was performed (an aborted unclamp; did not fully unclamp (to 0) before staring another clamp), followed by a completed clamp. The firing that followed this completed clamp failed at 52% completion. For endowrist staplers, the clamp mechanism is independent of the firing mechanism at the distal end, so the ¿quick release¿ is probably not related to the firing failure. Actually, the ¿quick release¿ the surgeon is referring to is exactly what we train users to do per the stapler user manual addendum (pn 551681-09) for how to troubleshoot incomplete clamps that are at 80% completion or above..." This event is being reported as an adverse event because the stapler experienced a partial fire and the surgeon clipped the blood vessels to prevent bleeding. Endowrist staplers will not continue firing if it encounters undue force during the firing sequence. Many factors can contribute to stapler firing forces exceeding the prescribed limit. Instrument damage, particularly in the wrist area, is a common cause. Tissue condition (for example, disease state, density), and foreign objects (for example, metal clips) can also contribute towards exceeding the prescribed limit. In some cases, a combination of these factors can affect the firing forces at the same time. Therefore, the allegation of a partial fire alone is not considered a product malfunction. The endowrist stapler manual provides instructions for the user to follow the on-screen prompts if the error ¿unable to complete fire¿ is present. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The lot number for the stapler reload was not available. Including the lot number and the UDI unknown. The product is not implantable. Initial reporter is not available. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the curved-tip stapler 30 instrument experienced a partial fire on the renal artery. No fragment fell into the patient. The procedure was completed robotically as planned. Follow-up: on 02-june-2021, intuitive surgical inc. (Isi) contacted the customer to obtain the following additional information: the target tissue was renal artery. The stapler issue occurred while the surgeon was attempting to cut the renal artery. The patient¿s tissue was healthy. The surgeon did not encounter any obstructions such as clips, staples, bone or other hard objects between the instrument¿s jaws. The surgeon did not experience any tissue bunching or any clamping issue. The customer reported that the instrument malfunctioned during the first fire. The surgeon used clips to stop the bleeding. Follow-up: on 10-june-2021, isi contacted the surgeon of this case and additional information was obtained about this event: this issue occurred during a radical nephroureterectomy. The stapler was clamped onto the renal artery which was reportedly in good condition and well skeletonized. While clamping, the stapler required a second clamp. The surgeon quick released the stapler instrument and re-clamped onto the tissue. The surgeon said the instrument clamp loaded to 53% then jumped to 100% which he thought was strange. The surgeon heard the stapler ready to fire tone and he fired the white reload across the tissue. The surgeon said the load stopped about halfway and gave an error. The surgeon said the error flashed orange and said to remove the stapler instrument. The surgeon kept the stapler clamped onto the artery while the renal vein was clipped with a 3rd party clip applier. The surgeon used an installed da vinci grasper instrument to grasp the renal artery and then unclamp the stapler instrument. The surgeon said there was maybe 50cc¿s of blood loss due to this event. The surgeon reported that this event had no impact on the procedure. The surgeon said he thinks this event was caused by a "stapler glitch" that occurred because of how he quickly released the first clamp and went right into the second clamp. The surgeon had spoken to the patient on (B)(6) 2021 and she is reportedly doing well.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to a partial fire occurring on a vessel with a need for the surgeon to use clips to control a bleeding vessel after the stapler instrument experienced a partial fire. Field b1 was updated from "adverse event" to "adverse event and product problem". Corrected information can be found the following field: b1. Updated information can be found in the following fields: g6, and h2.

Event description:
Refer to h10/h11 for follow-up information.